Event description:
The customer reported to olympus that the thunderbeat gripping probe [jaw] broke off outside of the patient body. The issue occurred during a therapeutic total colectomy procedure, which was completed with a similar device. There was a 10-minute delay to the procedure while another device was retrieved. There were no reports of patient harm due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During the device evaluation, it was found that the tissue pad was falling off. This report is being submitted for the thunderbeat gripping probe [jaw] breaking off outside of the patient body, as well as the damaged tissue pad.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation, correction to d4 and the device evaluation. Please see the updates in sections b5, d4, h3, h4, h6, and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found the tissue pad fell off and the coating of the probe was partially peeling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer confirmed the tissue pad fell off extracorporeal. Although a definitive root cause of the tissue pad falling off cannot be identified, the following mechanism likely caused the event: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled away. 2. The tissue pad fell off because the pad added pulling load. Additionally, the final root cause of the broken gripping probe was unable to be identified. The following information is included in the instructions for use (IFU): do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Olympus will continue to monitor the performance of this device.